Manufacturer narrative:
Date of event: year of event have been provided, but month and day is unknown. H3: one device was received for evaluation. Service history review identified no services reported previously. The customer issue was confirmed during test inspection. The device failed the downstream occlusion (dso) and upstream occlusion tests. The root cause of the issue was that the cassette was not detected. The dso sensor, seal, bezel and flex circuit sensor were replaced. A performance verification test was performed, and the device passed all tests.

Event description:
The customer returned the product for cassette sensor was defective, during device evaluation, the device failed the downstream occlusion (dso) and upstream occlusion (uso) tests. There was no patient involvement.